Event description:
Pt had patch placed in pelvis for prevention of recurrent adhesions. Pt passed patch per rectum on 8/18/93. Staples were still attached to patch. It appears that the graft migrated through the bowel wall.